Event description:
As reported for the event by the customer, the device tested positive in a culture test. There is no reported harm to any patient or persons.

Manufacturer narrative:
The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the additional information received from the user and the legal manufacturer's final investigation. Multiple attempts were made to obtain the customers culture results, the device cleaning, disinfection and sterilization (cds) information, and the device for further microbiological testing and device evaluation however, they were unsuccessful. The user told olympus the device no longer tested positive for contaminates and that the device would not be sent back to olympus for further testing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the event was not confirmed, a root cause could not be determined. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.